Event description:
On 03/12/2009, the pt's father reported that twice within the last 2-3 weeks the pt has had air bubbles in the insulin cartridge of her infusion device. He stated that the air bubbles were not present after the cartridge was changed, but appeared later. As a result of the air bubbles, he said the pt had elevated blood glucose readings in the 13 mmol/l (234 mg/dl) range with her target range being 5-7 mmol/l (90-126 mg/dl). The father stated they were able to prime the air bubbles out. He stated the pt uses room temperature insulin in her cartridges. He does not adjust the piston rod prior to placing the cartridge into the device and was advised to do so. He said the pt has a "bunch of little bubbles around the top" of the cartridge tonight. He was advised to prime the air bubbles out. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.